Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect(s) of vascular dissection is listed in the xience sierra everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, mildly tortuous mid right coronary artery. A 3.0x33mm xience sierra drug-eluting stent (des) was implanted; however a dissection occurred. A 3.0x28mm xience sierra des was used to cover the dissection; however another dissection occurred. A 3.0x15mm xience sierra to complete the procedure [cover the dissection]. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.